Event description:
Additional stent received, was evaluated on the (B)(6) 2019 and stent kink was confirmed

Manufacturer narrative:
Device evaluation: 1 x zso-8-4 of an unknown lot # was returned to cirl for evaluation. This investigation (pp285823) is linked to another investigation pr284507. The zso-8-4 stent in this evaluation referred to as stent 2. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on( B)(6) 2019. The stent measured approx. 4cm between pigtails and approx. 8fr outer diameter. A kink was observed at the 2nd and 4th portholes on the tapered end. A 0.035-inch wire guide does not pass the kinks. Document review including IFU review: prior to distribution zso-8-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zso-8-4 device could not be completed as the lot number is unknown it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional stent received, was evaluated on the 29-nov-19 and stent kink was confirmed.